Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported issue was verified through plunger flipper sensor check. Probable cause was plunger head pcb is not glued down, plunger gear flipper rack is installed incorrectly. Passed all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed to recognize the 3 cubic centimeter (cc) syringes. In some cases, the pumps also failed to recognize the 1cc syringe. The pump continued to accept 50cc and 60cc syringes without error. Upon inserting a 3cc syringe, the unit displays the message ¿syringe plunger not in place¿ and does not allow confirmation. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during occlusion testing, and there was no patient involvement.